Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on(B)(6)2025. On (B)(6)2025, it was reported by chat that the patient experienced inaccurate cgm values. The patient uses insulet omnipod5 in modified closed loop. The cgm was reading 110 mg/dl and the blood glucose reading was 220 mg/dl. The patient had vomiting, nausea, and frequent urination. The patient was taken to the hospital via ambulance, given IV fluids, zofran, phenergan, and blood pressure medication. The patient was stable during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-076708 (MDR-01461158) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.